Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported from a fax response from a patient's treating physician that a patient had a possible infection. It was stated that the infection was a possible contributory factor for the patient's increased seizures. The patient's event of increased seizures has been reported in manufacturing report # 1644487-2018-00628. Device history records were reviewed for the implanted devices. It was noted that the implanted devices were sterilized and passed quality inspections prior to distribution. No further relevant information was received to date.